Event description:
(B)(4) study. It was reported that in stent restenosis (isr) occurred. In (B)(6) 2014, the patient presented silent ischemia. Subsequently, index procedure was performed. The 90% stenosed, 20mmx2.0mm, de novo, eccentric, type c, diffuse lesion of more than 2cm in length, with a <45 degree bend and timi 3 flow target lesion was located in the severely calcified and severely tortuous mid of right posterior atrioventricular segment (rpav). The physician treated the lesion with pre-dilatation and placement of a 24x2.25mm promus premier¿ stent at 16 atmospheres. Following post-dilatation, residual stenosis was 0% with timi 3 flow. Eight days post procedure, the patient was discharged from the hospital. In (B)(6) 2015, the patient presented with coronary restenosis and was for 6-month follow up. Patient's coronary angiography revealed 100% stenosed and 2.00mm in diameter target lesion with timi 0 flow. In (B)(6) 2015, unknown drug coated balloon (dcb) was used for restenosis of the study stent and percutaneous coronary intervention (pci) was performed in mid rpav. Warfarin was also given to patient. Post procedure, patient's status was improved.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).